Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported patient presented for a right ventricular lead implant procedure. During the procedure, physician tested the lead before the lead was placed in the body and it was noted that the helix of the lead would not extend even after multiple attempts were made. The lead was not used and a new one was implanted. The patient was stable after the procedure.